Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on 08/02/2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient reported that they could not remember the reading on her cgm device and the blood glucose reading, but that she was sure this was inaccurate. The day of the event the patient was feeling nauseous and weak, and her husband called a doctor who recommended that they go to the emergency room. The patient was brought to the hospital by her husband and was treated with intravenous insulin and fluids. The patient spent around 8 hours at the hospital before she recovered and was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.